Event description:
A customer reported to baxter (B)(4) a buretrol solution set in which the chamber was broken. The alleged defect occurred before use. There was no patient involved; therefore, there are no reports of patient injury, medical intevention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.